Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 6.5cm to 6.6cm from the connector pin and 14.7cm to 14.9cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.